Event description:
Pt had bilateral total mastectomies 2/95 without complication. She had inflation of her tissue expanders and 2nd stage reconstruction was performed 12/95. Pt presented to physician with tissue expanders with obvious deflation lt breast.